Manufacturer narrative:
H10: the lot number was provided for the eight malfunctions; therefore a review of the device history records was performed. For the reported eight malfunctions, the samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (corporate lot number: gfbu1882, gfbt2484, gfct3413, gfcw2164, gfdn4241). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation. This information was received from various sources. Of the eight malfunctions, all eight involved a patient with no reported patient injury. Three patients were female and one was male, ages ranging from 58-78 years. Two patients weights were provided and ranged from 44-45 kgs. The remaining patient information was not provided.

Manufacturer narrative:
The lot number was provided for the eight malfunctions; therefore a review of the device history records is currently being performed. For the reported eight malfunctions, the sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Corporate lot number: gfbu1882, gfbt2484, gfct3414, gfcw2164, gfdn4241).

Event description:
This report summarizes eight malfunctions. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced material separation. This information was received from various sources. Of the eight malfunctions, all eight involved a patient with no reported patient injury. Three patients were female and one was male, ages ranging from 58-78 years. Two patients weights were provided and ranged from 44-45 kgs. The remaining patient information was not provided.